Manufacturer narrative:
The reported oad and guide wire were received for analysis. The guide wire was observed to be fractured, and the fractured section was not returned. Surface damage of the core wire near the fracture was observed. Scanning electron microscopy revealed fatigue. Crack initiation with ductile overload was observed. It was hypothesized that the guide wire experienced an elevated stress condition, however, the exact root cause was unable to be determined. At the conclusion of the device analysis, the reported event of a fractured guide wire was confirmed. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Event that occurred with the oad during the same procedure is captured in MDR 3004742232-2020-00102. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) and coronary viperwire guide wire were selected for use for a very angulated lesion located in the proximal circumflex artery. The type c, calcified lesion had a 90 degree takeoff from the left main coronary artery, and approximately 20 mm distal to the lesion, there was another 45 degree bend in the opposite direction. There was difficulty wiring the lesion. The oad was inserted via a radial approach and met resistance while using glideassist mode to advance. The physician decided to start treatment at that location where resistance was met. Low speed was selected, and the oad crown rotation decelerated and stopped. The oad was turned off, and the physician attempted to manually extract the device. 90 cm of the guide wire fractured. The fracture was left in the circumflex artery as the patient was not a surgical candidate, and there were no plans to attempt to remove the fragments at a later date. Imaging showed timi iii flow with no evidence of dissection, and the patient did not experience chest pain. The physician attempted to recross the lesion, but was unable to do so. The procedure was aborted, and the patient was stable following the procedure and subsequently discharged. The physician planned to monitor the patient and reassess options to attempt guide wire retrieval if the patient becomes symptomatic in the future.